Event description:
It was reported that there was a "large deviation" in tidal volume delivery and that the unit was having high tidal volume alarms. The failure was found during a preuse inspection of the anesthesia unit.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).